Event description:
Covidien received a report from a customer in (B)(6) stating that prior to use, an insufficient deflation of the cuff was confirmed during pre-testing the balloon. One side of the balloon did not deflate. No pt involvement was reported.

Manufacturer narrative:
The device is being returned for eval. (B)(4).